Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_ext, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: extension. Product ID: 7428, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that impedances were measured to be greater than 4,000 ohms on one implantable neurostimulator (ins) channel. A revision was done and the hcp found the extension was visibly damaged. Lead impedances were okay, but the hcp suspected the lead was damaged because contact #3 was damaged. The lead was not replaced, but the ins and extension were explanted and replaced. Following the replacement of the ins and extension, high impedances were measured. The cause of the event was unknown. The patient was alive with no injury. Refer to manufacturer report # 3007566237-2016-04259.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension found the conductors on the distal end were broken up to the transition point. All straight wire conductors were broken at the electrode weld site. The #1 and #2 straight wire conductors were pulled towards the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.